Manufacturer narrative:
(B)(6).   Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that 2 of 10 starter holes were off center. No harm was reported. No photos provided.